Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mod neck complication: fracture of the profemur implanted in his right hip. (Right)

Manufacturer narrative:
Corrected item number.